Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # 700c66. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards, with a battery pack, and with a gst60g reload loaded on the device. The reload was received unfired. As additional testing, the device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the device was clamped over an excess of tissue causing the anvil to bend. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 700c66, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/20/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bariatric gastric sleeve, the anvils of the jaw bent, de-camber. Buttressing was used. Case completed with a like device. No patient harm was reported.